Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer states they were not wearing the pump during priming. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to loose/protruded drive support disk and missing drive support sticker. Unit was received with cracked end cap, missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.